Event description:
Meter name: one touch profile, strip name: unk, meter code: unk strip code: unk, strip storage: unk, symptoms: dehydration, nausea. The pt reported that they were unable to test. The meter allegedly was prompting "not ok". The result from the meter was "in the 60's and 70's". There were no results reported from any other source. There was no comparison between pt's meter and any other device. There was no treatment. No further info has been reported.